Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the inter-lock screwdriver combined t25/hexa (p/n: 03.010.472, lot #:8472212) was received at us cq. Upon visual inspection of the complaint device, the tip of the device was observed to be stripped/deformed. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.010.472. Lot: 8472212. Manufacturing site: (B)(4). Release to warehouse date: december 19, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, (3) inter-lock screwdrivers were found to be dented on the tips. It was reported as being a sign of normal wear and tear. There was no patient or surgical involvement. There is no further information available. This report is for (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 3 of 3 for (B)(4).